Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a launcher guide catheter to treat a moderately tortuous, severely calcified lesion exhibiting 90% lesion stenosis in the rca. The guide catheter was removed from packaging per IFU. The device was not inspected. The device was prepped per IFU with no issues. No abnormalities reported in relation to the anatomy. Excessive force was used during insertion/delivery. It is reported that the customer noted significant resistance while advancing a mating device (rotablator) through the guide catheter. With the persistent resistance, the rotablator was delivered to the lesion, but its performance was far worse than usual. It was suspected that part of the device tip came off when resistance was felt. An image received shows damage to the launcher tip. No clinical sequelae reported.

Manufacturer narrative:
The physician confirmed that there were no detached parts remaining in the patient visually. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the launcher guide catheter was received for analysis. The catheter tip exhibited some minor damage to the white material on the tip edge, likely to have been inflicted during use. The catheter was flushed with water, also an in-house 0.035¿ was inserted into the lumen without resistance. The rotablator (rb) used during the procedure was returned for analysis and recreation of the event was conducted. During recreation, the rb was inserted into the lumen of the 7f launcher, some normal resistance was noted when passing the distal curve of the catheter. The tip of the rotablator appeared normal with a football shape. The guide catheter was further analyzed, the catheter was cut open for inner lumen evaluation, the returned 7f launcher guide catheter showed the inner lumen without defect. During dye testing the presence of lumen lubricant was present. If information is provided in the future, a supplemental report will be issued.